Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. No there were no adverse consequences. What was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? The suture was being used in the normal way and needle came off when the surgeon pulled the suture through the tissue during vaginal vault closure. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown robotic procedure on (B)(6) 2022 and barbed suture was used. The suture was being used in the normal way and the needle came off when the surgeon pulled the suture through the tissue during vaginal vault closure. There were no adverse patient consequences. No further information was provided.